Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that x-ray confirmed the right atrial (ra) lead had dislodged. It was also reported the ra lead exhibited no capture. The ra lead was reprogrammed. The next day the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.